Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 213 events were previously reported during the reporting quarter; however,  - 3 events were reported in error. - 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00246. - 209 previously reported events are included in this follow-up record. Product return status 55 devices were received. 152 devices were evaluated in the field. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 209 malfunction events in which the device had paint chips missing. - 209 events had no patient involvement; no patient impact.

Event description:
This report summarizes 210 malfunction events in which the device had paint chips missing. - 210 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 209 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 210 reported events are included in this follow-up record. Product return status 209 devices were received. 1 device was evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 213 events were reported for this quarter. Product return status: 41 devices were received. 81 devices were evaluated in the field. 91 device investigation types have not yet been determined. Additional information: 213 devices were not labeled for single-use. 213 devices were not reprocessed or reused.

Event description:
This report summarizes 213 malfunction events in which the device had paint chips missing. 213 events had no patient involvement; no patient impact.